Event description:
Procedure type: cholecystectomy. According to the reporter: the device was inserted, then the shaft was extended. Then, the shaft could not be folded since the dial was idly rotated. The device could be removed w/o tissue damage. The fallen part could be retrieved. It was not mentioned which part fell into the patient cavity. Another device was used other device. No bleeding was reported. No tissue damaged. Operating time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).